Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 525cc mentor memorygel breast implant and experienced left-sided breast cyst, location reaction, rupture, and surgical intervention postoperatively. The diagnosis was confirmed based on physical examination. As a result, aspiration was performed to drain out fluid. The patient also experienced left-sided breast pain due to the local reaction. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On 05-jun-2022, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a gel bleed in the breast implant and developed breast pain, granuloma, and swelling. In addition, drain surgery was also performed on the implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no gel bleed was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Swelling is a temporary normal post-operative condition. Depending on the presentation, delayed swelling may require additional workup by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-mar-2022, mentor received additional information regarding the patient¿s symptoms. Initially, it was reported that the patient experienced left-sided breast cyst postoperatively. However, additional information indicated that the patient experienced left-sided granuloma. Pathology report performed on (B)(6) 2021 indicated left-sided granuloma. The relevant field has been updated. On 20-apr-2022, it was found that additional information regarding the condition of the suspected medical device was omitted from the previous report. Manufacturer's reference number: (B)(4) initially, left-sided implant rupture was suspected. However, the rupture was observed intact without tears upon explantation, and the patient experienced left-sided granuloma. The relevant field has been updated. Updated reason for device explant and/or reoperation: local reaction, breast pain, granuloma, suspected rupture.

Manufacturer narrative:
On 3-feb-2022, mentor received additional information regarding the revision surgery and the suspected medical device. The patient underwent bilateral explantation on unspecified date. However, the explantation date was estimated as (B)(6) 2022 based on available information. Updated reason for device explant and/or reoperation: local reaction, rupture, breast cyst the suspected medical device was returned for evaluation. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine-needle aspiration if the cyst is large or uncomfortable. Swelling is a temporary normal post-operative condition. Depending on the presentation, delayed swelling may require additional workup by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-feb-2022, mentor received additional information regarding the revision surgery, the patient underwent bilateral removal without replacement on (B)(6) 2022. The relevant field has been updated. Manufacturer's reference number: (B)(4).